Manufacturer narrative:
This information is based entirely on a poster presentation. All information provided is included in this report. The baseline gender/age characteristics is unknown/65 years old. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers. Possible models could include: 6949, 6931, and 6948. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced poster: "survival analysis of a high-voltage implantable cardioverter-defibrillator lead on united states food and drug administration recall." The poster is attached for your reference. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable defibrillation leads. The article reports leads that exhibited fractures that resulted in inappropriate shocks and loss of pacing. The leads were removed or abandoned. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.